Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (patient treated) has been investigated. The pt was inappropriately treated. Upon evaluation, there were damaged wires inside ECG electrode c, which is in series with the cable running from the distribution node to the ECG electrode c and d complex. ECG electrodes c and d are on two different channels, creating electrical interference on both leads. The cause of the inappropriate treatment is dual lead signal artifact in which the pt did not use the response buttons. The root cause of the dual lead signal artifact is damaged wires in ECG electrode c. The root cause of the damaged wires cannot be positively identified but is likely a result of excessive force placed on the cable. Treatment analysis concludes a (B)(6) old woman received one inappropriate shock. Dual-lead signal artifact contributed to the false detection. The response buttons were not used during the entire event. No adverse event resulted from the damaged wires. The pt received a replacement electrode belt.

Event description:
A (B)(6) old female pt's doctor contacted zoll customer support to report that the pt was treated. The pt was provided with a replacement electrode belt.